Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The device reached elective replacement indicator (eri) on (B)(6) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt) earlier than expected. The ICD was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. The device was received at preliminary analysis with no telemetry. Analysis confirmed the battery to be depleted. When powered by an external supply, the system current drain was nominal. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed and no hybrid anomalies were found. The battery impedance measured 4.10 ohms. Further destructive analysis found anode separator breaches in segment 2, adjacent to the cathode tab and exposed cathode material. Deposited lithium (li) protruded through these breaches, contacting the adjacent cathode material and cathode tab. Based on this analysis, battery depletion was the result of internal shorts from deposited li material breaching the anode separator and subsequently contacting the cathode adjacent to openings in the anode separator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.